Event description:
It was reported that the customer had a functional issue on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin pump need a complete functional analysis, complain unknown. No further details given.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with corroded battery tube. Unit received with cracked case at display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.